Manufacturer narrative:
H.6. Investigation: bd received one used sample and one photo and one video for investigation. The photo and video were reviewed and the indicated failure mode for floating particles was observed. Additionally, the returned sample (tube) was sent to r&d lab for further (ftir) analysis. No ftir analysis could be completed; however, visual observation was performed, nothing was observed floating in the plasma even after rocking (or on the walls). Stopper was removed and no unidentified matter on the stopper surface was observed. Additionally, tube was inverted with a cap on and no unidentified matter was observed on the gel surface. If the unidentified matter was fibrin or cell clumps it is possible they might have dissipated during delivery (fibrinolysis). Furthermore, the sample was sent for clinical evaluation. Upon observation of the sample, it appears simply to be cloudy plasma, which in itself is not an anomaly. Foreign matter was not observed. As per the IFU, the general approach would be to decant and re-spin. One of the photos attached to the complaint appears to be 2 opalescent spheres that resemble gel globules which could not be observed in the specimen during observation. According to the bd internal visual observations guide iii for onsite studies, the sample clarity (turbidity) was graded as a 3 (0-3). The nature of plasma after centrifugation (when agitated) will suspend white particulate matter to render samples "cloudy" as noted in this situation additionally, 81 retention samples of the incident lot were selected from bd inventory for investigation. The samples were tested and no issues relating to foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd is unable to confirm this complaint for the indicated failure mode of foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there was foreign matter in the tube(s) biological and non-biological. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: there is "foreign material in the tubes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there was foreign matter in the tube(s) biological and non-biological. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: there is "foreign material in the tubes."